Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that latency was observed with ventricular pacing. It was also reported that there were no electrograms (egm) on some of the stored atrial tachycardia/atrial fibrillation (at/af) episodes. The his-bundle lead and the implantable pulse generator (ipg) remain in use. No patient complications have been reported as a result of this event.